Manufacturer narrative:
Analysis: analysis of the ipg 3058, interstim ll (serial# (B)(4)) observed no output or telemetry on the implantable neurostimulator (ins) and determined the battery depleted normally. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. Caller wanted to return the ins; they added that it was non-functional. No patient symptoms were reported and no further complications have been reported as a result of this event.